Manufacturer narrative:
On 1/3/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile on both sides and was presented with wound infection, no energy, extremely fatigue all the time. (Falling asleep behind the wheel on multiple occasions), memory loss, connective tissue disease, auto immune disorders, severe anxiety depression, manic/bipolar 1, on a mood stabilizer, add, can't remember things. She does things without remembering doing them, joint pain, a lot of inflammation, body is sore, thyroid doesn't work correctly, weight gain, hair loss (almost bald), bruise really easy, vision is poor, mental state, overall heath has deteriorated. She just had rhinoplasty due to a broken septum, and it's not healing. Always sick, very weak immune system, and extremely dry/cracking skin. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
As per additional information received on (B)(6) 2023, patient's phone number and e-mail information has been updated under section e on this form. This medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).